Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The heart is a multivalvular system with heart valves function to promote coordinated forward blood flow during the cardiac cycle. Repairing or replacing one valve might affect the function of another valve by changing the heart structure and/or the hemodynamics. Additional unplanned intervention might be required to restore the normal forward blood flow. The potential for serious injury is not remote. The root cause of this event cannot be conclusively determined with the available information; however, the observed obstruction of the left ventricle outflow tract were most likely impacted by the progression of the patient's underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that the lvot of a patient with a 28mm 4450 annuloplasty ring was found to be extremely small likely due to prior surgery and the mitral ring after an implant duration of seven (7) years, one (1) month. Per the received medical records, the case involved a (B)(6) female with a history of as, mr, ms, cardiomyopathy, copd, asthma, sleep apnea, and htn. The patient underwent an mv repair with a 28mm 4450 annuloplasty ring. After an implant duration of two years, the patient presented with aortic stenosis and underwent an avr with a 21mm non-edwards bioprosthetic valve. Five years later, the patient presented with a distorted aortic annulus, bioprosthetic aortic stenosis, patient prosthesis mismatch, severe congestive heart failure class 3, mitral ring calcification, and mild mitral regurgitation. She underwent a very complicated 3rd redo sternotomy with substantial difficulty, due to adhesions, involving aortic root replacement with a 23mm 3300tfx valve sutured within a 26mm dacron graft. The lvot was extremely small, mostly from prior surgery and the mitral ring. Multiple attempts to wean the patient from the cpb failed due to left-side heart dysfunction, rv multiple tears. Cabgx1 and advanced repair options were performed, but the rv and lv dysfunction continued with ongoing bleeding. It was not possible to wean the patient from the cpb, and she was declared dead. There was no evidence or allegation by the surgeon that the 23mm 3300tfx valve caused or contributed to the patient¿s death.